Event description:
Caller reported that a malfunction occurred on the pump after it was exposed to an x-ray days prior. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.